Manufacturer narrative:
(B)(4). This complaint for a report of a misassembled minicap was not confirmed and the root cause could not be determined.

Event description:
A customer reported to baxter an issue of misassembled minicap found before use. The mini cap sponge came out from the mini cap. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). (B)(6). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.